Event description:
It was reported by service report that the footboard has broken bed exit. No adverse consequences have been reported.

Manufacturer narrative:
Bed exit module. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.